Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp for cardiac arrest. Treatment for pneumonia and possible sepsis. Decision was made to transfer to outside facility for escalation. The patient just arrived from outside hospital with plan to escalate to 5.5. The patient has hemolysis, low urine output, increased lactate and increased pressor support. Will continue to monitor.

Manufacturer narrative:
H6 added codes as they were omitted from the second follow-up report that was submitted.

Manufacturer narrative:
B1 product problem was selected incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 the first follow-up report that was submitted was to add clinical codes. This follow-up report was reported in error and codes were not added for investigation. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis." "Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis." Section: suction: "suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure." Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ investigation summary: the investigation for has been completed. Data review: data logs showed the pump ran without issue during support. There were positioning alarms triggered in early of the case but resolved quickly. There were no motor current spikes, abnormal placement signal or purge issues observed during support. The product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Sepsis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
Corrections to the initial MFR report: h6 clinical codes e1302 and e230101 have been added.